Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device presented no video. The event occurred during set up / inspection for use before patient in room. There were no reports of patient harm.

Manufacturer narrative:
It was reported by the customer to olympus technical assistance center (tac) via phone that the video cable to the monitor was disconnected and there was no video detected on sdi 1 input on the monitor as he connected it. Investigation indicates that incorrect connection of the cv-190>sdi out 2 signal to the oev-262h>video in was done by him. Instead, the cable to the oev-262h>sdi 1 was instructed to be connected by him. It was confirmed by him that the issue was resolved. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.